Event description:
Patient underwent an intrameduallry nail placement to repair a fx'd femur in 2011. Radiographs taken approximately 3 months later identified a broken locking screw. Surgeon wanted patient to continue weight bearing as tolerated and return in two months. Screw removed.